Event description:
User facility mandatory medwatch received, which stated the following: "levophed was being infused via a symbiq pump to a pt. The pt required levophed at titrated dosages to keep his/her blood pressure stable. The symbiq pump failed and the malfunction code of s321 was displayed. The pt's blood pressure dropped significantly and the pump was pulled from service. A new pump was obtained and the levophed infusion was resumed. The pt's blood pressure was stabilized. The cause of the failure was found to be a defective motor. The pump will be sent for factory repair because motor replacement cannot be done in the field." Upon further query, the following info was provided that indicated a delay in critical therapy following an alarm condition. On an unspecified date, the device was programmed to deliver an unspecified concentration of levophed. No specific programming parameters were provided. On 11/16/2007, at an unspecified time, the pump sounded an audible alarm tone. During the alarm condition, the nurse noted that the pt's blood pressure decreased to the 50's mmhg. The therapy was resumed 5 mins later using a replacement device. After the therapy was resumed, the pt's blood pressure increased to 60mmhg-65mmhg. No medical intervention were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing.